Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china there was the possibility that the reported phenomenon was attributed to the unstable transmission due to following. -the user connected the video connector of the camera head to the subject device with insufficient drying the electrical contact of the video connector. -the failure of the electrical contact occurred because the user cleaned the video connector socket of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the nasopharyngeal examination using the subject device, the error b30 which indicated that there was the communication problem between the endoscope and the subject device was displayed. The user completed using the same set of devices. The service department of olympus (B)(4) checked the subject device and found that the video connector socket had failure. There was no report of patient injury associated with the event.